Manufacturer narrative:
Urethral warming catheter kit will not be returned. Warming system pump will be returned.

Event description:
After first freeze , we were thawing and almost finished when the pump started leaking. It was found it was the tubing. The warmer kit was replaced and the case continued and completed. The hospital had biomedical come and do a check on the pump before we could proceed. The tech stated he found nothing wrong with the pump.

Manufacturer narrative:
No functional evaluation conducted as the warming catheter kit was not returned. Device history record (work order) reviewed, no issues noted. Cryo-63 pump used for this case was returned to healthtronics. Tests wer run on the pump. Pump was run for 4 hours and catheter used for the evaluation showed no signs of cuts or rubbing. No problem found with the pump.